Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2017865-2020-01326. It was reported that the patient presented for a procedure for a routine generator change. It was noted during interrogation that atrial sensing was low and ventricular capture threshold was high. The procedure was cancelled and rescheduled for a laser lead extraction in order to extract the leads with the generator. The patient was being monitored remotely and was awaiting explant. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that interrogation revealed capture could not be determined on the right ventricular lead and no p waves with loss of sensing was observed on the atrial lead. The atrial and ventricular lead were successfully explanted and replaced. The patient was stable.